Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specifications. The investigation is ongoing.

Event description:
The user facility in united kingdom reported that the cutter stopped working during a vitrectomy procedure. The cutter was replaced and a second cutter worked without any issue. No medical intervention or patient impact reported.

Manufacturer narrative:
Corrections: annex b: change from 4111 to 3331, annex c: change from 4247 to 3211, annex d: change from 67 to 4315.

Manufacturer narrative:
The evaluation has been completed. One 25ga bi-blade vitrectomy cutter was returned without the tip protector. The needle is bent. The port is in the opened position with debris visible inside. There are particulates, dried solutions and debris visible all over the outer needle shaft and fluid in the tubing. A functional test was performed using a stellaris elite pc system. The inner needle is binding up and not moving when the cut rate is over 3000 c.p.m. The inner needle does move at the lower cut rates, but only cuts intermittently. The assembly continues to vacuum even when the inner needle becomes bound up and does not move. It should be noted that a bent needle could contribute to poor cutting performance. However, due to the returned condition being loose in an opened pouch with no tip protector, and with evidence of use, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.